Event description:
The customer just got out of the hospital for low bgs. The customer has low bgs several times in a week while at work. The customer wants to be disconnected from the pump until customer sees the doctor again. The check settings were correct. The customer denied any further troubleshooting.